Event description:
Additional information received reported this event was reported separately to medtronic and the complaint did not indicate there was any coil separation/premature detachment. MDR decision corrected to not reportable. No additional supplemental MDR's are required unless additional information received indicates a reportable event. Any further processing should be completed in medtronic event reference # (B)(4) .

Manufacturer narrative:
H3. Equipment used: vis m-81805, 203cm ruler m-83360, pin gauges m-84081, m-84082 as found condition (condition of returned device): the concerto implant coil was returned for analysis within a shipping box, within an opened plastic pouch, within an open concerto coil outer carton, within an opened concerto coil inner pouch and returned within a dispenser coil. Damage location details: the concerto implant coil was returned for analysis; however, the concerto coil was returned without an introducer sheath. The concerto pushwire was found to have no damage (bends, kinks). The concerto implant coil found to be damaged. No other anomalies were observed. Testing/analysis (including sem reports): the concerto implant coil tip od (outer diameter) was measured to be .0106¿ which was found to be within specification (specification .0112¿ +.001¿/-.002¿). The introducer sheath ID (inner diameter) was unable to be tested due to no introducer sheath being returned. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to confirm. The concerto coil was returned damaged. In addition, no introducer sheath was returned so no further analysis could be assessed. The concerto coil can become damaged if advanced against resistance. It is possible that these damages occurred when the customer attempted to advance the coil through the introducer sheath against the resistance. Therefore, it is likely that the concerto implant coil became damaged during preparation, or due to an improper hubbing technique (over tightening of the rhv). The cause for the reported resistance could not be determined. ***MDR decision corrected to not reportable. No additional supplemental MDR's are required unless additional information received indicates a reportable event. Any further processing should be completed in medtronic event reference # 705344787.*** medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the concerto failed during the procedure. They "still have separated the concerto that failed during the procedure."